Manufacturer narrative:
The event occurred in (B)(4). Device evaluation in progress.

Event description:
Patient alleges the infusion device delivers too low insulin. Patient stated since the middle of (B)(6) 2014 her blood glucose level is sometimes too high. Patient reported blood glucose levels up to "hi." Patient's normal blood glucose level was not provided. Patient stated she stopped pump therapy on (B)(6) 2014. Patient discarded the infusion set and cartridge. Patient reported she took correction via the infusion device and pen. Patient stated she started pump therapy on (B)(6) 2014 with the replacement infusion device. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.